Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 24mm watchman flx pro closure and delivery system (wds) were selected for use. The laa was noted to be somewhat shallow, but not a significantly challenging anatomy. The wds was implanted successfully after one or two recaptures to reposition the device. The next day the patient presented with a pericardial effusion. A pericardial window procedure was completed. There was no additional information provided.